Manufacturer narrative:
510k exempt. If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with manipler skinstapler. The client reported that the skin staples were placed irregularly in the skin and the staples remain attached to the device after release. No further information has been provided.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 5 closed samples and 1 opened and used for analysis: 1) production record sheet check: components record sheet: no abnormalities were found in the record sheet. 2) visual check of returned staplers (five unopened samples and one opened sample): check items and result: staple: not found any problems. Staples were in line correctly in cartridge. 1st staple was loaded properly. Cartridge: not found any noticeable scratches or dents on the cartridge. Latch part: not found any problems. 3) reproducibility test (staple release (function) check) before disassembling: check result: staple release check for the opened stapler with first 6 staples in the cartridge. 6 staples were released without any problems. No reproducibility was observed. Staple release check for two unopened staplers randomly chosen. All the staples were released without any problems. No reproducibility was observed. 4) disassembled component check with returned staplers: check result: no abnormality was observed. No problem was found with the measured values of each component. 5) reproducibility test (staple release (function) check after re-assembling. Reloaded opened sample stapler with 21 staples after re-assembling: staple release without rubber 3 staples staple release with rubber 5 staples. Test result: no abnormalities were found in staples and its function. Staples were released without any problem. The staple release function worked properly. Reproducibility was not observed. As the result of the investigation, no problem was found with the production record and measurement values of each component of the returned staplers. No abnormality was observed with visual check and disassembled components. Also, reproducibility was not observed. The staple release function worked properly. Final conclusion: although the results of the samples received fulfil the product specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.